Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the drill overheated. There was no patient impact.

Manufacturer narrative:
Analysis found that the reported complaint of overheating was not confirmed. Pre-repair temperature check performed at 60k after 5 minutes were: front temperature 175f, rear temperature 148f and the ambient temperature was 79f. Overheating was below the threshold. The handpiece was disassembled for further inspection. The motor runs rough, and the collet and the front and rear bearings were worn. The motor and collet has been replaced. A new cleaning cap has been added. The handpiece has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.